Event description:
The customer reported to baxter (B)(4) of a vented paclitaxel set with clearlink in which the "set has failed with cytotoxic fluid spilling out through air filter." It is unknown when the event occurred. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded due to chemotherapy contamination. Since the sample is not available for evaluation, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. A batch review cannot be performed since there was no lot number provided. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. If additional information becomes available, a follow-up report will be submitted.